Event description:
It was reported to boston scientific corp in 2009 that while unpacking the product, it was noticed that the cannula was broken. The packaging was intact. It did not look like it was punctured or damaged during shipping. There was no pt present, waiting or delay during this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.